Manufacturer narrative:
A getinge service territory manager sent the customer a new battery. The customer stated that the iabp was now charging. The stm later went onsite and verified that the iabp and battery was charging as it should be. The iabp was then released back to the customer for clinical use.

Event description:
It was reported that the battery in slot 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. The iabp battery would not charge all the way on the external charger. It is unknown under which circumstances this event occurred. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the battery in slot 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances this event occurred. No patient was involved during this event. No adverse event was reported.